Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that drive support cap was loose. It was also reported that insulin pump had problems with battery. Customer's blood glucose was not reported. Insulin pump would need to be replaced.